Manufacturer narrative:
The customer reported 12-lead ECG v4 signal loss. The customer isolated the issue to the leads ECG trunk cable. There was no report of pt impact. Philips provided the customer with a replacement leads ECG trunk cable which resolved the reported issue.

Event description:
The customer reported 12-lead ECG v4 signal loss.